Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age and origin. The patient was using an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, the dose display of the patient's humapen memoir insulin pen was not showing up properly (product complaint (B)(4) / lot 0905c02). For example, the number 0 looked like the letter c, and the number 8 or any other numbers looked like a line. The same problem occurred with his previous humapen memoir (product complaint (B)(4) / lot unknown). The training status of the patient user was not provided. The two humapen memoir pens had been used for a total of 5 days. The first humapen memoir (lot unknown) was used 1 to 2 days before being returned to the dispensary. The second humapen memoir (lot 0905c02) was used for 2 to 3 days. Return of the second pen was (B)(6) 2011. Edit (B)(6) 2011: updated medwatch info areas to cross reference report numbers. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; and updated the EU/ca fields. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary for product complaint (B)(4), the manufactured and the return date of the device; updated the improper use and storage to yes; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age and origin. The patient was using an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, the dose display of the patient's humapen memoir insulin pen was not showing up properly (product complaint (B)(4)/ lot 0905c02). For example, the number 0 looked like the letter c, and the number 8 or any other numbers looked like a line. The same problem occurred with his previous humapen memoir (product complaint (B)(4)/ lot unknown). The training status of the patient user was not provided. The two humapen memoir pens had been used for a total of 5 days. The first humapen memoir (lot unknown) was used 1 to 2 days before being returned to the dispensary. The second humapen memoir (lot 0905c02) was used for 2 to 3 days. Return of the second pen was anticipated. Edit (B)(4) 2011: updated medwatch info areas to cross reference report numbers.

Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00118, since there is more than one device implicated.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. This report is associated with 1819470-2011-00118 , since there is more than one device implicated. Evaluation summary a patient reported that the dosage on the display of his humapen memoir device is not showing up properly, that he sometimes sees a c instead of 0 and a line instead of 8 or any other numbers. A detailed investigation of the returned device (batch 0905c02, manufactured may 2009) found missing segments in the dose numbers and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. A batch record review was completed and no missing segment display issues were found in final inspection. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact (B)(4) or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted until these improvements have been implemented. Improper use and storage - there is evidence of improper use. The user reuses needles and does not prime the pen before each use. This misuse is not relevant to the user's complaint.